Manufacturer narrative:
(B)(4). A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. No rewind, audio/beep anomaly or button error alarm noted. Device time/clock moved. Unit had intermittent buttons response due to flattened (creased) esc buttons dome switch. No unlocked j2/lcd keypad connector noted. Device had minor scratched lcd window, cracked battery tube threads, cracked reservoir tube lip, cracked case at display window corner. No cracked lcd window noted. The asr exemption e2015043 was revoked on february 4, 2019. This event was previously reported as an asr. Additional information or analysis results regarding this event will be reported as an MDR.

Event description:
The customer reported via phone call that the insulin pump had keypad anomaly, audio anomaly and rewind anomaly. The customer¿s blood glucose level was unknown. The customer reported that the rewind noise was louder than used to be. It was reported that the activate button was wearing down and have to press a few times. The insulin pump will not be returned for analysis.